Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine and baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that they were allowed 3 boluses a day and the handset lagged at 90% when trying to bolus. The agent reviewed data and assisted the patient with deleting the date after which the patient was able to connect to the pump, request, and receive a bolus with no delay.